Event description:
Customer reported going to the hosp at approximately 3 pm due to receiving high device results. (Hi, 538, & 540 mg/dl). Hosp device = 274 mg/dl. No treatment was received. No controls were used. A request was made for return product and replacement product was sent.